Manufacturer narrative:
(B)(4).

Event description:
The stimulator had been removed due to infection. The leads remained implanted and attached to the distal ends of the extensions. The extensions had been cut in order to remove the proximal ends. It was stated that the infection had been resolved for some time. Further info is being requested at this time.